Manufacturer narrative:
(B)(4). The lot was manufactured from june 4, 2013 to june 5, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during infusion of fluorouracil. The reporter stated that five days after the start of infusion, the device was still full and had not infused any of the drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.